Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a ¿capsular pocket infection¿. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. Cultures were taken and antibiotics was administered. The device was explanted and replaced. The right atrial (ra) lead, the right ventricular (rv) lead and left ventricular (lv) lead was capped, embedded after debridement and not removed. No further patient complications have been reported as a result of this event.